Event description:
In researching emergency eye wash solutions for a company rptr had this product sent out for microbial testing. The test result came back with a count for bacterial plate count of 73000 cfu/ml (too numerous to count). The only ingredient in the product was purified water, no preservatives and it was not marketed as sterile. Product did not have a lot number and company was not on the FDA registration database.